Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a loss of pressure of the pressure regulating balloon (prb) the patient had his artificial urinary sphincter (aus) revised. It was added that the previous aus was implanted in 2009. Should additional information be received a supplemental report will be submitted.